Event description:
I have been in to see dr, he has reported that he has placed 2 evolution colonic stents & they have migrated out of the stricture within 48hrs. He has had to rescope the pts & remove the stents as the stent had embedded in normal tissue. I do not have the stent or delivery system. Just want to report it so complaint is logged. "As per cc form": good placement of stent in stricture but it migrated 48hrs later. Pt had to be readmitted for colonoscopy & stenting 2 days later as stent into proximal end of bowel. Did the patient require any additional procedure due to this occurrence? Yes, pt had to have another colonoscopy & restenting. Addtl procedure due to product= yes, stent migrated out of stricture. What was the target location? Stricture in the colon. Did the patient exhibit difficult anatomy n/a if altered please indicate the procedure type (e.g., cholodochjejunostomy) were any other defects (other than the complaint issue) observed on the device (e.g., kinks) prior to return? No. (If yes, please specify what additional defect(s) were observed and where on the device this was observed) if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Stent migrated so pt was booked in for second procedure on (B)(6) 2025 what was the length of the diameter of the stricture? Approx 1.5/2cm where was the stricture located in the body? Colon were alternative methods of treatment such as chemotherapy and radiation used after stent placement? No stent migrated in 48hrs.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-25-30-10-c of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all evolution devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0052 which accompanies this device it informs the user about the potential complications "additional complications include, but are not limited to: stent misplacement and/or migration". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was returned for evaluation. The image was reviewed by clinical personnel and the following was determined: impression: "1. Very little information regarding the use of the 2 evolution uncovered stents to treat a malignant colonic stricture was provided. The single image is of very poor quality, but appears to demonstrate a single stent across a tight stenosis of the colon. The stenosis is apparent because the stent is not completely expanded throughout, and demonstrates a persistent 80% deformation of the fully expanded stent. The single stent appears to be in good position relative to the perceived stricture. A second stent is not present on this image. 2. Unfortunately, the reason for stent migration is not elucidated on these images." Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient condition related, as per instructions for use, stent misplacement and/or migration is listed as a potential complication following the placement of this device. As previously noted, ¿stent misplacement and/or migration¿ are listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, devices have migrated out of the stricture within 48hrs. Confirmed quantity, 02 devices were confirmed used. According to the initial reporter, "pt had to have another colonoscopy & restenting. Pt had to be readmitted for colonoscopy & stenting 2 days later as stent into proximal end of bowel." Investigation findings conclude a possible root cause can be attributed to patient condition related, as per instructions for use, stent misplacement and/or migration are listed as a potential complication following the placement of this device. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 23-sep-2025.